Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the diaplay screen was dim and faded. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. On investigation the pump powered up to a dim and discolored verifying screen with the appropriate audible and vibratory alerts. No improvement was observed when the contrast was reset to the maximum setting.